Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post-procedure.